Event description:
The pt experienced loss of therapeutic effect and right shoulder and back pain following a pump refill. She also experienced leg numbness and waking at night with tremors. The pt was at home and her status was 'fair'. The pt's hcp had been notified of the symptoms and a consultation had been set up. The pump was used to deliver morphine and compounded baclofen. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
This product is included in the "updated info - inflammatory mass (granuloma) at or near the distal tip of intrathecal catheters" communication dated january 2008.